Event description:
The patient reported that she saw her doctor for the device on (B)(6) and he said its (implant) was dead. Patient stated she was going to have to have the device removed because she has an MRI done for possible knee and hip replacement. Patient stated she was upset because she was still paying on the last hospital bill and asked, "how many of these do you have that go bad like this?" Patient services reviewed primary cell battery depletion depends on individual patient usage and settings. The patient indicators for use are for urinary dysfunction/sacral nerve stim. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the physician discovered the fractured lead upon device removal. It was confirmed that the ¿open¿ impedances were observed prior to the surgical intervention. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889 lot# va14nwe serial# implanted: explanted: product type lead device codes (B)(4) pertain to the lead (va14nwe). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was a lead fracture and open impedances. It was indicated that the device was explanted but the issue was not resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va14nwe, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4). Revealed that there was no anomaly found.analysis of the lead (lot # va14nwe) found that the two conductors were broken 19.8 cm from the distal end (overstress/damage). All conductors were broken at distal edge of the #0 connector sleeve (overstress/damage). If information is provided in the future, a supplemental report will be issued.